Event description:
On (B)(6) 2010, caire was notified of the following event. A cannula was removed from a patient, after it was noted that 'liquid froze and was climbing up the nasal cannula'. No patient was injured. No injuries reported.

Manufacturer narrative:
Caire has been unable to obtain the unit for any further inspection or testing.